Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. It was further reported that the right atrial (ra) lead exhibited high th resholds and the right ventricular (rv) lead exhibited diminished sensing. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.